Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The reported breach in aseptic technique was not further identified. The event was manifested by positional abdominal pain, fever, and decreased appetite. Three days after the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with intraperitoneal ceftazidime 1.5 g (frequency not reported) for peritonitis. Dianeal and extraneal therapies remained ongoing. Three days after the event onset, the patient was discharged from the hospital. Thirteen days after the event onset, the ceftazidime was discontinued. At the time of this report, the patient was recovering. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). On an unknown date, the patient experienced peritonitis. Should additional relevant information become available, a supplemental report will be submitted.